Manufacturer narrative:
Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. Functional testing involved three separate delivery accuracy tests and showed the device was over delivering to manufacturing specifications. The investigation determined that fluid ingression found on the pump by the chassis base of the expulsor which damaged into the gasket was the cause of the reported issue. Based on evidence and investigation, the complaint allegation was confirmed. The cause was determined to be user induced. The expulsor assembly was replaced.

Event description:
Information was received indicating that during bench testing of a smiths medical cadd legacy pump, it was noted that the pump failed accuracy (+14.10%). No patient was involved in this event. No adverse effects were reported.